Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a visual inspection of the pump showed multiple cracks in the battery compartment. The battery cap threads were observed to be damaged. Unrelated to the complaint, the display was found to be dim, fading and discolored. The keypad was found to be intact; no damage was observed. All of the keypad buttons were found to be intermittently unresponsive. The keypad was removed and contamination was found under all the button key contacts.